Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had issue of ¿device application not responding. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, it is a confirmed cfg error right after o2 flush. This is app hang issue with 6.1 sw. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to software problem. Investigations performed by imt proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". As a resolution, a bug fix improvements will be implemented on next sw release.